Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Monitor sn (B)(4) has been returned to zoll manufacturing corporation, but has not been evaluated yet. Electrode belt sn (B)(4) has been returned to the distributor, but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files and ECG strips. The primary cause of the inappropriate shocks was improper response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was atrial fibrillation with rvr and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of thirteen shocks. The patient was conscious at the time of the treatment event. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. Atrial fibrillation with rapid ventricular response (rvr) and motion artifact contributed to the false detection. The patient was in the hospital and continued use of the lifevest.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (treatment event) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. Additionally, during investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted in the damaged monitor. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor reported that a monitor will not power up. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of thirteen shocks. The patient was conscious at the time of the treatment event. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. Atrial fibrillation with rapid ventricular response (rvr) and motion artifact contributed to the false detection. The patient was in the hospital and continued use of the lifevest.